Event description:
Journal reference: ory-magne, md., et al. "Does aging influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22:1457-1463. The article describes the results from a study that recorded adverse events encountered during follow-up of parkinsons patients being treated with implantable deep brain stimulators. A total patients underwent procedures for implantation of unilateral (2 cases) or bilateral dbs systems. The goal of the study was to determine if age was a factor in treatment success. A number of patient complications were noted during the study. Reportable event: some patients (lead model 3389 n=10) experienced drowsiness that causes the operation to be more difficult and prolonged the surgery. Treatment and outcome information was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article. [See scanned pages].